Manufacturer narrative:
Bec cts (customer technical support) advised the customer to turn off the hydropneumatic and check the wash solution bottle cap. The cap was not loose and all the tubings were intact. Another leak was observed under the hydropneumatic and brown fluid was present. Cts generated a service request. A field service engineer (fse) went on-site (B)(6) 2011 and traced leak to wash solution bottles. Fse found a defective check valve leaking and replaced the valve. Instrument was primed and repair was verified per established procedures. No further leaking was observed. The bec internal dentifer for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that a clear fluid was coming out of the wash solution bottle in the synchron cx5 delta clinical system. The customer stated it appeared to be overflowing and escaping from the cap. No injury was reported and no erroneous results were generated.